Event description:
It was reported that the patient had a pocket infection less than one month after the implant of the implantable pulse generator (ipg) system. The patient was treated with antibiotics and the ipg system was removed. No further patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2013; 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.